Event description:
It was reported that during a acl with lateral posterior meniscus repair procedure, t2 would not deploy. The second anchor did not deploy intra-articularly. There were no patient injuries or complications and patient outcome was not compromised. There was a reported 5 minute procedural delay. No t implants were left unsupported in the patient¿s joint space.

Manufacturer narrative:
The evaluation results revealed that one fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle as a result the reported non-deployment of t2 cannot be confirmed. The needle is bent down and to the right. Actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. Per the devices IFU under warnings do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).